Event description:
Contact reported that the patient travelled in 2005 to have a charite disc implanted at l5/s1. Also at the same time surgeon did a two level fusion with pedicle screws at l3/4 and l4/5. The patient returned and developed an infection in the area fused (approx 2005). A revision was done and the screws removed. Patient was seen 3 mos later complaining of back and stomach pain. X-ray showed the sliding core has migrated out anteriorly and the charite device was explanted.